Event description:
It was reported that during preparation for a percutaneous coronary intervention, device contamination was noted. While unpacking the 3.00x12mm nc quantum apex balloon catheter from the sterile bag, it was noted that a black hair was sticking out from the hub of the device. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a nc quantum apex balloon catheter inside its protective coil tubing and opened product pouch. Inspection revealed a 2.5cm black hair protruding from the end of the carrier tube where the securement of the carrier tube and the manifold meets. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, device contamination was noted. While unpacking the 3.00x12mm nc quantum apex balloon catheter from the sterile bag, it was noted that a black hair was sticking out from the hub of the device. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported.